Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that after rotablation of a very calcified and tortuous circumflex three promus stents were deployed successfully. A distal perforation occurred in the vessel, which may have been caused by the whisper guide wire. The 2.25 x 18 mm promus was inserted into the vessel hoping to reach and cover the perforation, however, the stent got stuck within the distal end of the third implanted promus stent. Due to the pushing attempt to cross, the shaft buckled and snapped, leaving the distal end of the stent delivery system (sds) within the stent in the vessel. An attempt was made to retrieve the shaft and stent with another company's catheter, but was unsuccessful. Using force to pull the shaft out, the stent dislodged and was left behind in the vessel. Another company's 0.85 x 10 mm dilatation balloon was inserted into the stent in the vessel and inflated, followed by three additional deferent sized dilatation balloon catheters to inflate the stent to the desired level. The end result was good and the stent was explanted successfully. No additional event or pt info is available.

Manufacturer narrative:
The 2.5 x 18 mm promus indicated in the event description, and in concomitant medical devices is being reported under MFR# 2024168-2008-00069.